Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure the faradrive steerable sheath was selected for use, during air removal with a syringe, it is possible that some air could be in the sheath. The catheter was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
B5 describe event or problem - update. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure the faradrive steerable sheath was selected for use, during air removal with a syringe, it is possible that some air could be in the sheath. The catheter was replaced and the procedure was completed successfully without patient complications. It was further reported the faradrive steerable sheath was not replaced. No air was observed either inside the body or in the sheath.